Event description:
Related manufacturing reference: 2017865-2018-11645. Additional information was received indicating the leads were not replaced. The device was reprogrammed to resolve the event. The leads remain implanted and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2017865-2018-11645. During follow-up, high ventricular rate and oversensing episodes were noted on the right ventricular and right atrial leads. The leads were replaced to resolve the event and the patient was in stable condition. Additional information was requested but has not been received.